Manufacturer narrative:
Additional information was received on (B)(6) 2021. The patient is caucasian. In addition to the wrinkling reported initially, the patient also experienced right sided rupture. Additional information was received on (B)(6) 2021. The rupture was confirmed through magnetic resonance imaging. Replacement with mentor gel is planned for (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rippling/rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received on the failure analysis lab on (B)(6) 2021. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the posterior view. In addition, a tear was noted within the posterior view extending to the anterior view measuring approximately 6.9 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female who underwent breast augmentation revision with a 500cc mentor memorygel breast implant (right) and a 450cc mentor memorygel breast implant (left) experienced bilateral rippling post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. No additional information is available at this time, if additional information becomes available in the future, then a supplemental report will be submitted. See 1645337-2019-20717 for contralateral prosthesis report.